Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device restart/reboot itself. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and attributed to an incompatible configuration installed. The unit would not operate with a saved user configuration cloned to the device following a software upgrade. The user configuration was reset to factory default configuration settings to remedy the reported malfunction. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.